Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported, while in the cath lab, the md inserted the sheath via the left femoral artery. The iab could not be advanced through the sheath. The md tried three times to advance the iab through the sheath. As a result, the md requested another iab to complete the procedure. There were no reported patient complications.